Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Reprogramming changes did not resolve the issue. Another programming change was recommended. No further information is available.

Manufacturer narrative:
(B)(4).